Event description:
A healthcare professional reported a "malfunctioning lap-band ap adjustable gastric banding system (standard)." The reporter clarified "the port was broken away from the lap-band and was not staying full." The lap-band system was removed and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 11/29/2014. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."